Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer alleges the hanger bar broke while her son was in the sling over the bed about a month ago.